Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a cracked plunger case, and a damaged bottom. A 'back-up audible alarm post' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had failed pgs deployment for software. During software upgrade from v5 to v6.0.3 it was discovered that it did not clear the error message. The event occurred during software upgrade, there was no patient involvement.

Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H6: annex a code corrected from a1601 (device alarm system) to a0721 (circuit failure). H6: annex g code corrected from g04105 (pump) to g02005 (circuit board). H6: annex b code updated.